Manufacturer narrative:
(B)(4).

Event description:
The pt experienced difficulty recharging. The ins was placed in an uncomfortable position. The ins was replaced. There was no pt injury and the pt recovered without sequela.